Event description:
It was reported that a patient experienced and was hospitalized for fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics. It was reported that the patient would be on antibiotics for 18 days. The patient was discharged from the hospital nine days after admission. In the same month as the onset of peritonitis, the pd catheter was removed and the patient began hemodialysis (hd). At the time of the report, the patient was recovering from the peritonitis. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13h08043, h13i06037, and h13k14046 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up will be submitted.